Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 41 mg/dl the other day. Troubleshooting for the low blood glucose was declined; the customer stated that he had been diabetic for a long time and that he knows what is going on. No further details were provided regarding the low blood glucose, and no products were returned or replaced.